Event description:
The customer reported that the pump sparked and caught fire. The report suggests that once the fire had been put out, the medical engineers examined the device and noted that the pump appeared to work correctly, however, the insulation of the iec cable was burnt. The customer used the fire extinguisher to put out the fire and called the fire services. Product was not connected to a patient at the time of the event.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.